Manufacturer narrative:
The lot number was not provided so a batch review of the finished good lot and components could not be reviewed at this time. To date samples or photos have not been returned for review and/or analysis. If samples become available at a later time, they will be reviewed and a follow-up report submitted. In vivo studies demonstrate that quill¿ monoderm¿ device retains approximately 42%-62% of its original strength 7 days post implantation and approximately 27%-47% of its original tensile strength at 14 days post implantation. Absorption of quill¿ monoderm¿ device is essentially complete between 90 and 120 days. Adverse effects associated with the use of this or any device may include, wound dehiscence, failure to provide adequate wound support in closure of the site where expansion, stretching or distension occur, failure to provide adequate wound support in elderly, malnourished or debilitated patients or in patients suffering from condition which may delay wound healing, infection, minimal acute inflammatory tissue reaction, localized irritation which skin sutures are left in place for greater than 7 days, suture extrusion and delayed absorption in tissue with poor blood supply, calculi formation in urinary and biliary tracts when prolonged contact with salt solutions such as urine and bile occurs and transitory local infection at the wound site. Infections, erythema, foreign body reactions, suture spitting, transient inflammatory reactions and in rare instances dehiscence are typical or foreseeable risks associated with any suture and hence are also potential complications associated with the barbed suture device. Reports of seeing suture under the skin or spitting of suture material post-operatively can be the result of placing the material too superficially. The suture size, type, depth, and technique utilized for each specific procedure can be an important factor in determining an exact root cause for this type of event. Without receiving detailed information regarding the procedure, technique and post-operative details, a definitive root cause cannot be determined at this time. Without receiving details of the procedure, placement of the suture, timeline/days suture remained in place, patient health history, post-operative instructions and adherence to doctor¿s orders or surgeon¿s technique, a definitive root cause for the reported event cannot be confirmed with certainty.

Event description:
From hcp conversation. Location and product code are assumed based on where they work. In a conversation regarding the ethicon stratafix range, the surgeon mentioned on at least one or more occasions she had been able to see the path of the suture under the skin. This was due to irritation and inflation along the path of the suture. No further information was given. Questioned if this was related to the stratafix range of sutures. No product for collection, and no lot numbers. It is not known if there was infection, allergic reaction, bleeding oozing or osteoporosis. It is not known if there was revision surgery.